Event description:
It was reported that during the implant procedure, when the leads were hooked up to the device, the lead impedance was out of range for all leads. The leads were removed from the header, cleaned and reinserted 3 times with the same result. A new device was attached to the leads and "everything worked fine". The original device was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed. No anomalies were found.